Event description:
The company received a report, where it was claimed that the tube developed a leak in the pilot balloon during patient use. Replacement of the tube was required. The customer reported three occurrences.

Manufacturer narrative:
The sample is expected to be returned, but has not yet been received at the manufacturing plant for investigation. If the sample is received, and significant information is identified during the investigation, a summary of the investigation results will be provided in a supplemental report.